Event description:
Synovitis of knee [synovitis]. Gram positive cocci on gram stain positive [arthritis infective]. Joint effusion. Case description: spontaneous report was received on (B)(6) 2012, from a pharmacist via physician regarding a pt (demographics not provided), initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection, route and dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date, the pt developed synovitis. The action taken with synvisc was not provided. The outcome for the event was not provided. The intensity for the event was not provided. The reporter did not provide the relationship between synvisc and the event. Follow-up info was received on (B)(6) 2012, from a physician providing pt's demographics, medical history, clinical course, events info, laboratory tests and treatment medications. The case was upgraded to serious as the pt was hospitalized and required intervention. The pt was a (B)(6), with osteoarthritis (mild grade, since (B)(6)). The pt's medical history was significant for previous treatment with non-steroidal anti-inflammatory drugs, previous use of patellar strap (grade ii chondromalacia patella identified) and joint effusion (5 ml). On (B)(6) 2012, the pt initiated intra-articular synvisc injection, dosage regimen not provided, monthly in left knee. The lot number for synvisc was unk to the reporter. On (B)(6) 2012, the pt developed synovitis of knee. On an unspecified date in 2012, the pt was hospitalized. On admission, the pt was administered vancomycin and intravenous oxacillin (peripherally inserted central catheter line). On an unspecified date, the pt underwent arthroscopic lavage and synovectomy. On an unk date, the arthrocentesis, was performed and 30 ml of cloudy, serous fluid was aspirated from an unk joint. The synovial fluid culture results were negative and gram stain demonstrated positive results for the gram positive cocci. It was reported that the uptrending c-reactive protein levels led to low threshold for arthroscopic lavage. Macroscopic debris along with intense synovitis of knee was encountered. It was also reported that the pt had done well without significant infection after surgery. The company assessed the event of gram positive cocci on gram stain positive as medically significant. On an unspecified date in 2012, the pt recovered from the event of synovitis of knee (post-surgery). The action taken with synvisc treatment was not provided. The outcome for the events of gram positive cocci on gram stain positive and joint effusion was not provided. Relevant concomitant medications reported include percocet (oxycodone hydrochloride) and celebrex (celecoxib). The intensity for the event of synovitis of knee was severe and the intensity for the events of gram positive cocci on gram stain positive and joint effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of knee as definite and did not provide the relationship between synvisc and the events of gram positive cocci on gram stain positive and joint effusion. It was reported that synvisc (pseudo septic versus septic reaction) was the possible precipitating factor for the development of the events described above.

Manufacturer narrative:
Follow-up info was received on (B)(4) 2012, in the form of qa (quality assurance) investigation results. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. The review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit risk relationship of the product is not affected by this report.